Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted due to a premature battery depletion advisory warning. No further information is available at this time.

Manufacturer narrative:
Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.

Event description:
This is a clarification of the event. The patient was a pacemaker dependent patient, and the device was explanted and replaced on (B)(6) 2016.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
Additional information received indicated that the patient was stable post procedure.

Manufacturer narrative:
Original reportable aware date is 11-29-16. A decision was made on 29 november 2016 to report all prophylactic explants that are reported to st. Jude medical (sjm). Therefore, 29 nov 2016 is used as the aware date for all prophylactic explants occurring prior to this date.